Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous and calcified, 4.0mm in diameter left anterior descending artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion and the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous and calcified, 4.0mm in diameter left anterior descending artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion and the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.